Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the haptic caught in between the injector due to the plunger of the injector was faulty. The surgery was completed within the same day. Patient harm is unknown. Additional information has been requested.

Manufacturer narrative:
Correction: on initial MDR the event code was sent with an l2 code (lens damaged in delivery system) in error. This should have been an l1 code (injector issue). The manufacturer internal reference number is: (B)(4).